Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, display screen went black and began to count down and customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.